Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The conductor wire appeared to be twisted around the grip cables at the waterfall pulley location. This issue likely occurred during manufacturing assembly. The instrument failed the electrical continuity test. No signs of thermal damage were observed at the proximal backend. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system b)(4). Per logs, the instrument has 6 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: the instrument had conductor wire damage at the proximal end with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument could not fire. The customer reportedly replaced the bipolar cord; however, the issue persisted. According to the customer, a different instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter in an attempt to gather patient-related information; however, the site was unwilling to provide the patient demographic information nor information about the patient's medical history and relevant tests.